Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently set the carbohydrate pump setting to off. During bolus delivery, customer entered 20 grams and did not realized it was entered into the pump as 20 units of insulin. Subsequently, too large of a bolus was delivered and customer's blood glucose (bg) lowered to 27 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous glucose, food, juice and sugar water. Customer left the ER in stable condition. Bg was 130 mg/dl.